Manufacturer narrative:
Analysis was performed by onsite personnel which included performance testing of the affected malfunctioning device and log file review. The results of the analysis were that the field service engineer (fse) could confirm in the audit log that there were multiple alarms during the time in questions. The customer had stopped the nbp alarming at 08:53 and acknowledged all red heart rate alarms. 24.04.2026 08:53:16 orthoa 4 nbp - alarme von ein zu aus morthoa6. Time: alarm/event: end time: 24.04.2026 9:11:17, spo2 suche, 9:11:19. 24.04.2026 9:11:10, alarm-pause. 24.04.2026 9:10:33, spo2 sensor ab, 9:11:17. 24.04.2026 9:10:30, spo2 suche, 9:10:33. 24.04.2026 9:09:13, nbp-manschette, 9:11:30. 24.04.2026 9:05:37, alarme quittiert. 24.04.2026 9:05:31, vent fib/tachy, 9:05:54. 24.04.2026 8:59:15, hf 47<50, 8:59:18. 24.04.2026 8:57:31, alarme ein. 24.04.2026 8:54:32, alarm-pause. 24.04.2026 8:54:28, alarme ein. 24.04.2026 8:54:03, alarm-pause. 24.04.2026 8:53:51, resp elektodn ab, 8:53:53. 24.04.2026 8:50:28, vent fib/tachy, 8:50:42. 24.04.2026 8:50:28, alarme-ein. 24.04.2026 8:47:29, alarm-pause. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the user stopped the alarming for nbp and acknowledge other alarms. The issue was resolved by providing information of detailed log file review to the customer. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that the device is not alarming on 24 apr 2026 between 8:50 and 9:15. The device was in clinical use. There was no report of patient or user harm.